Event description:
The customer reported that during a lap band removal and sleeve gastrectomy, the system provided a warning with a flashing red light. It was noticed that a piece of the active wave guide had disengaged into the pt cavity. The piece was retrieved. There was no pt injury or tissue loss reported. A new dissector was installed onto the system and the procedure was successfully completed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.